Event description:
A surgeon reports difficulty folding the intraocular lens during insertion resulting in haptic damage. Enlargement of the incision was required to accommodate removal and replacement of the lens.